Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code 116 was most likely caused by failure of the graphics board. However, the specific cause of the faulty graphics board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the reported issue regarding the error e116 was caused by the graphics card (gpu assembly) and needed to be replaced. It was also noted scratch/crack was found on the touch panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to procedure, the visera 4k uhd camera control unit exhibited communication error e116 and had scratched touch screen. There was no harm or user injury reported due to the event.